Manufacturer narrative:
Additional code added to section h6 patient codes h3 device evaluation summary additional information: medtronic conducted an investigation based upon all information received. Photos provided by the customer show that the battery did experience a thermal event and was severely damaged. The battery pack was returned for analysis but the extensive damage to the battery made functional testing impossible. The damage is consistent with an individual cell within the battery venting electrolytic material causing an internal short which is investigated in an existing internal investigation. The battery was not received with any fire extinguisher residue so the claim that the battery ¿caught fire¿ could not be determined however it is clear the battery experienced a thermal event. The likely cause of the event was a component failure within the battery pack. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information: the ventilator was not in use on a patient at the time of the reported event; however, there was a patient in the room. The patient was evacuated from the room with no harm or injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: one pb980 battery was received by medtronic for evaluation. Only a visual inspection has been done to-date. There was extensive thermal damage; breaking through the outside case on the label side. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery for a 980 ventilator was removed from the device and placed on the counter when there was an allegation that the "battery caught fire". The ventilator was not in use on a patient at the time of the reported event. There was no harm to staff or personnel as a result of the reported event.